Manufacturer narrative:
The reported field event of t-wave oversensing was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing and possible myopotential oversensing was observed. Patient was asymptomatic. Programming changes and induction testing were recommended. The device remains implanted. No further information has been provided.